Manufacturer narrative:
Customer resolved.

Event description:
Philips received a complaint on the heartstart xl indicating that the operational check failed due to a low battery. There was reportedly no patient involvement. It was determined that this was a malfunction of the battery, which was replaced by the customer, and the device was returned to full functionality. The device remains at the customer's site. No further action is warranted at this time.